Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as the patient made an unspecified mistake. Five days after the peritonitis diagnosis, the patient experienced abdominal pain and was hospitalized due to peritonitis and abdominal pain. Eight days after the event onset, the patient was treated with vancomycin injection (1 gm, per bag, intraperitoneal, ongoing, frequency not reported) for the event. Ten days after the event onset, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.